Event description:
Boston scientific received information that this right ventricular (rv) lead sustained conductor and insulation damage due to clavicular crush. The damage to the lead caused oversensing which resulted in inappropriate shocks. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Detailed visual inspection revealed trilumen insulation damage exposing the conductor coils. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.